Event description:
It was reported that two 16fr foley latex balloons were not deflating. And the patient went to surgery to remove it. One occurred in surgery department and another one in labor and delivery . Per customer via email on 11may2021, customer stated that the patient had to go to surgery to have the catheter removed with a laser. It was also stated that the foley catheter had been in use for about 3 days and the foley balloon was inflated with 10cc syringe. As per the additional information received, it was reported that the nurse previously tried to deflate using a syringe but it was unsuccessful. After the patient delivered baby, they tried to cut the foley so the fluid would drain out, but it did not. As a last resort, they inserted a needle to deflate the balloon and then was able to remove it from the patient. Per additional information received on 08jun2021, it was reported that another foley catheter that did not deflate upon removal.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Observed the balloon already damage due to user burst the balloon. Sample was evaluated and inflation eye are meet internal specification. Due to poor sample condition the complete investigation cannot be performed. A potential root cause of this failure mode is could be thin rubberize wall that could results in latex dip speed out too fast and also might be user related (over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''cdc guidelines for appropriate indications for indwelling: urethral catheter use, patient has acute urinary retention or bladder outlet obstruction. Need for accurate urine output measurements, use for selected surgical procedures, to assist in healing of open sacral or perineal wounds, patient requires prolonged immobilization, to improve comfort for end of life care. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient. The direction for use nogales end item is attached on the investigation overview element.'' Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. It was unknown whether the product had caused the reported failure. Observed the balloon already damage due to user burst the balloon. Sample was evaluated and inflation eye are meet internal specification. Due to poor sample condition the complete investigation cannot be performed. A potential root cause of this failure mode could be thin rubberize wall that could results in latex dip speed out too fast and also might be user related (over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage). Potential root cause for this failure mode could be thin rubberize wall that could results in latex dip speed out too fast. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cdc guidelines for appropriate indications for indwelling urethral catheter use ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient." Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two 16fr foley latex balloons were not deflating. And the patient went to surgery to remove it. One occurred in surgery department and another one in labor and delivery . Per customer via email on (B)(6) 2021, customer stated that the patient had to go to surgery to have the catheter removed with a laser. It was also stated that the foley catheter had been in use for about 3 days and the foley balloon was inflated with 10cc syringe. As per the additional information received, it was reported that the nurse previously tried to deflate using a syringe but it was unsuccessful. After the patient delivered baby, they tried to cut the foley so the fluid would drain out, but it did not. As a last resort, they inserted a needle to deflate the balloon and then was able to remove it from the patient. Per additional information received on (B)(6) 2021, it was reported that another foley catheter that did not deflate upon removal. Per follow up via email on (B)(6)2021, the surgical intervention was needed to remove foley. Per registered nurse and doctor of medicine notes, foley not draining and staff members from nursing facility could not remove foley and blood was noted in the catheter. The laser was used to puncture and deflate the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two 16fr foley latex balloons were not deflating, and the patient went to surgery to remove it. One occurred in surgery department and another one in labor and delivery. Per customer via email on 11may2021, customer stated that the patient had to go to surgery to have the catheter removed with a laser. It was also stated that the foley catheter had been in use for about 3 days and the foley balloon was inflated with 10cc syringe. As per the additional information received, it was reported that the nurse previously tried to deflate using a syringe and was unsuccessful. After the patient delivered baby, they then tried to cut the foley so the fluid would drain out, but it did not. As a last resort, they inserted a needle to deflate the balloon and then was able to remove it from the patient. Per additional information received on 08jun2021, it was reported that another foley catheter that did not deflate upon removal.